Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. K011028, 013227. Device manufacturer date unknown / not provided.

Event description:
It was reported that dr. Indicated that the screw broke, and he was able to remove it successfully. However, he noticed the internal threads of the implant were damaged on (B)(6) 2022. Ordered a thread tap 0493 & mhlas screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. The impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was not returned. Visual evaluation of the as returned product identified the screw fractured at the head. A rethread tool was also returned; however, no alleged failure was reported, and no malfunction was identified. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported implant is located on tooth # 29 (universal) and has been use for an unknown amount of time. The length of the screw usage is unknown. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsvh10 & mhlas) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported events. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event (fracture screw) was confirmed. However, the reported event (damaged threads) could not be verified since the implant was not returned. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.